Event description:
It was reported that a patient underwent an unknown procedure in(B)(6) 2014 and suture was used. Three days later, the patient underwent a laparotomy to correct an evisceration that the surgeon opined was due to a segment of the suture breaking. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.